Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 454 mg/dl; cause was unknown. Customer delivered a bolus via the pump to attempt to address the high bg and was treated with intravenous fluids of saline and insulin at the hospital. Customer was discharged the next day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were identified with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.